Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump, despite using multiple power sources and wall adapters. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.